Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an external leak. The leak occurred immediately. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was 100cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment on a different machine with a new set-up. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Evaluation of the actual sample confirms the reported leak. The returned sample exhibits a delamination on the polyurethane (pu) potting compound on the cavity ID end of the dialyzer which was found during laboratory evaluation. The delamination in the potting extends underneath the silicone o-rings and compromises the seal between the polyurethane material and o-ring.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.